Event description:
During a laparoscopic cholecystectomy procedure. The clips did not load properly and scissored. The surgeon used another instrument to complete the procedure. No pt injury reported.